Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had impact damage resulting in a failure to charge when connected to a simulator. There was no reported patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was duplicated during lab tests. The issue was physical damage-related. The charge button/switch sw4 was not present on the pca (button/switch removed/broken off the pca), and the shock button/switch sw3 was missing two of its surrounding leds (d23 and d24). The device passed all tests after the missing components were installed. The available information is consistent with a malfunction of the processor pca. The cause was missing components due to physical damage. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted. .